Manufacturer narrative:
It was reported that following insertion the patient experienced urinary leakage, dysuria, and eroding vaginal and rectal mesh. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary leakage, dysuria, and eroding vaginal and rectal mesh.

Manufacturer narrative:
(B)(4). Anal tearing. It was reported that due to erosion, infection, pain, anal tearing and dysuria the patient had a mesh revision procedure on (B)(6) 2010.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01440. The same patient is represented in each medwatch.